Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown gamma nail. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
A revision of left non union of the femur was reported.